Event description:
The affiliate reported the customer alleged a feeling of tightening in the throat when removing instruments from the sterrad 100s sterilizer. The symptom was transient and the patient recovered within the day without any treatment. The customer has a history of chronic asthma. The customer also reported experiencing the same symptoms with other chemicals.

Manufacturer narrative:
Human reaction.